Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to rewind the pump reservoir and tubing. Customer states they are unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.